Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported after pre-dilatation of a proximal left anterior descending artery lesion, the 3.5x18 rx vision was advanced to the lesion and during inflation at 16 atmosphere (atm) a balloon rupture occurred. The stent was successfully deployed and the device removed without incident. There were no reported adverse patient effects. No additional information was provided.